Manufacturer narrative:
The device is not expected to be returned; therefore the customer¿s allegation could not be confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera gastrointestinal videoscope, the image suddenly magnified and blurred, and could not be restored after adjustment. The issue occurred during preparation for use, the patient was under general anesthesia and the device was immediately replaced. The diagnostic procedure was completed with a similar device and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.